Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2024-15217 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-15217.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024. Surgeon was not able to drill because the kirschner wire was not guided into the holes although the aiming arm was mounted. A different technique was used. Procedure was completed successfully with an unknown delay.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.